Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump has been acting weird all day. Caller stated that the pump says motor error and then it will say no delivery after a while. Caller stated that the customer's blood glucose has been over 400 mg/dl all day. Customer's blood glucose level was 557 mg/dl at the time of the incident. Caller stated that the drive support cap appears normal. Caller performed the displacement test and passed. Caller was advised that the pump is working and the motor error alarm did not recur. Caller stated that her son was given a shot to correct the high blood glucose.